Manufacturer narrative:
The reason for this revision surgery was the screws had loosened, creating micromotion and joint pain. The in-vivo length of service for the patient's implant was 10.4 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This surgery has been determined to be non-product related. The root cause of this event was reported as radiolucency pockets behind the acetabular cup causing the screws to loosen, and creating micromotion and joint pain. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the primary hip surgery was performed on (B)(6) 2006. Due to radiolucent pockets behind the acetabular cup causing screw loosening, micromotion, and pain. The cup was revised to a larger depuy cup with a 32mm cocr neutral head on the well fixed stem.